Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep was unable to reproduce the problem. The software was reloaded. The system operates as intended.

Event description:
It was reported that the 9900 system locks up and displays a communication failed error. No patient injury was reported.